Event description:
Ous MDR - it was reported that the pacemaker could not be interrogated after the implantation. It was in backup mode. Re-initialization did not solve the problem. It was decided to explant the device. The device has been returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The data returned for analysis were evaluated. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2014 as a result of the detection of an invalid memory content. Upon first interrogation on (B)(6) 2015 this led, as expected, to a re-initialization request by the programmer. After the successful re-initialization the device was no longer operating in the safety backup mode, neither in the shelf mode. By design, after recovery from a backup mode the device operates with the standard program i.e. Vvir mode for sr devices with lead check on and unipolar lead configuration. Aid is not active anymore. After re-initialization, rf telemetry is unavailable for the next 120 hours for safety reasons. A warning message informs the user that rf telemetry is unavailable at every interrogation of the pacemaker during these 120 hours. At this point, during the follow-up performed at implant between 08:29 and 08:58 the device was re-programmed, in particular the lead configuration was set to bipolar. However, as the lead was not yet connected, the device detected a bipolar lead failure and switched to unipolar lead configuration. Because this switch happened during the follow-up, the warning message was not shown at this time. The warning message was first shown during the next interrogation of the device at 13:06. The ram dump data documented that a second re-initialization took place at 13:17. After re-initialization, the device was operating in the standard program and therefore with unipolar lead configuration. Afterward the device was re-programmed to bipolar configuration. The pacemaker was returned for analysis and, upon receipt, the device could be interrogated and rf telemetry was available. The memory content of the pacemaker was inspected, showing a normal device function. In conclusion, the device proved to be fully functional. The analysis of the memory content and the data returned for investigation showed a normal device behavior. There was no indication of a device malfunction.